Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). DHR review for part#04.004.009 lot#7523015. Device history records was conducted. The report indicates that the: release to warehouse date: (B)(6) 2014, manufactured at synthes (B)(4), ncr# 1099183 was written for part#04.004.009, lot#7523015 for the part number not indicated in the multi -part inspection sheet. The lot was reworked (correct inspection sheet following sort) and the entire lot passed inspection and was accepted. This nonconformance is not relevant to the complaint condition (removal of implant needed due to knee pain) as it is a documentation only error. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a tibia nail hardware removal on (B)(6) 2015 where the nail was identified as a synthes device. Surgeon had reported that the removal was due to knee pain and possible total knee later on. Date of original implant is unknown. There was no surgical delay reported. Patient status is good and surgery was completed successfully with no need for medical intervention. Patient was not revised with anything at this time and all hardware was removed. Information regarding initial injury and surgery are not available. This report is 3 of 3 for (B)(4).